Event description:
The valve was explanted because, the valve seemed to be overdraining. The doctor requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 11/14/2008. Results of analysis will be developed in a follow-up report.